Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, manifested by cloudy fluid. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The same day as event onset, the patient was treated with injection ceftazidime (1 gm once daily, ongoing) and injection vancomycin (1 gm, once every 5th day, ongoing) for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.